Manufacturer narrative:
Further information received indicated that a non-boston scientific sheath was used in this procedure. B5 has been updated and boston scientific direx sheath was removed from concomitant product/therapy in section d. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Clinical study interrupt af. During an de novo pulmonary vein isolation ablation procedure a intellanav mifi open-irrigated catheter was selected for use. The initial clinical case involving ablation of all four pulmonary veins was completed successfully. The physician intended to place the intellanav mifi catheter into the left superior pulmonary vein to straighten the steerable sheath prior to withdrawal. However, the physician pushed the mifi into the left atrial appendage instead. There was no localization error in the boston scientific rhythmia system. The catheter was removed from the patient then the sheath was placed into the right atrium instead of the left atrium. An ultrasound was performed and no abnormalities were noted. During the 15-minute waiting period, it was noted that the blood pressure slowly decreased. A second ultrasound was completed, which showed a pericardial effusion. Pericardiocentesis was performed to aspirate the blood from the pericardium and reinfused with a sheath in the vena femoralis. After 1.5 hours the patient was admitted to the ICU with the pericardial system still in place. The patient underwent heart surgery and the pericardial effusion has been resolved. The patient has been discharged from the hospital and is currently fine. Further information received indicated that a non-boston scientific sheath was used in this procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
(B)(6). During an de novo pulmonary vein isolation ablation procedure a intellanav mifi open-irrigated catheter was selected for use. The initial clinical case involving ablation of all four pulmonary veins was completed successfully. The physician intended to place the intellanav mifi catheter into the left superior pulmonary vein to straighten the steerable sheath prior to withdrawal. However, the physician pushed the mifi into the left atrial appendage instead. There was no localization error in the boston scientific rhythmia system. The catheter was removed from the patient then the sheath was placed into the right atrium instead of the left atrium. An ultrasound was performed and no abnormalities were noted. During the 15-minute waiting period, it was noted that the blood pressure slowly decreased. A second ultrasound was completed, which showed a pericardial effusion. Pericardiocentesis was performed to aspirate the blood from the pericardium and reinfused with a sheath in the vena femoralis. After 1.5 hours the patient was admitted to the ICU with the pericardial system still in place. The patient underwent heart surgery and the pericardial effusion has been resolved. The patient has been discharged from the hospital and is currently fine.